Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing "little shocks" for about 5-30 seconds near midnight. The auto capture feature was turned off, but the issue persisted, so it seemed to be the left ventricular capture management feature executing. Capture management was programmed off and the device remains in use. No further patient complications have been reported as a result of this event.